Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was a result of transducer failures associated with avea recall z-1609-2015.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed ext high ppeak and circuit occlusion. The customer stated the unit was on a patient during the reported issue, the patient was ventilated with a manual bag-valve resuscitator and there was no patient harm reported.